Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission recorded noted that the implantable cardiac monitor (icm) exhibited post-sensed t wave oversensing resulting in false tachycardia episodes. Programming changes were made. The patient was in stable condition.